Event description:
The customer reported that the images from the pt exam could not be recalled. The pt was exposed, the preview images displayed but no full sized images were saved. The preview images for the exam show up but when the images are recalled, the sys displays an error code indicating there was a failure to load the image file. Pt had to be image retaken to complete exam.

Manufacturer narrative:
(B)(4).